Event description:
It was reported that a revision surgery was performed due to infection. Only insert was exchanged. No procedure complications reported.

Manufacturer narrative:
The associated complaint device was not returned. The medical investigation concluded that no clinically relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. Reported infection was the root cause of the insert revision, however, the source of infection remains unknown. The patient impact beyond the revision procedure and an expected brief post-operative rehab phase cannot be determined. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time.